Event description:
Following a ptca/stent procedure, an angio-seal device was deployed. After initial deployment some bleeding was noted. The physician (who was in training, yet placed this device without supervision), retamped the collagen, following which a large right groin hematoma was noted to form. A femostop device was placed, which seemed to control the hematoma formation. The pt was transfered to the medical ICU. Over the following few hrs in the ICU, there was continued enlargement of the right groin hematoma despite the use of the femostop device. Heparin and repro were discontinued and it was decided to bring the pt to the operating room for right femoral artery exploration. During the surgical exploration, active bleeding was noted at the puncture site. The puncture site was located on the anterior surface of the distal common femoral artery just at the femoral bifurcation; the device was found at the bifurcation. The device was removed and the pt was given one unit of packed cells. The operative report states that the pt tolerated the procedure well.